Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shutdown unexpectedly and took 10 minutes to work normally again. The programmer remains in use. There was no patient involvement.